Manufacturer narrative:
On (B)(6) 2021, the distributor confirmed that the affected device was never returned for evaluation and therefore no root cause could be established. The complaint couldn't be confirmed.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user: "loose connection and leaking between the pump connector going to the catheter connector." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.